Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that the event took place. Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how many clips were placed? Can you further describe the shape of the clips? Were any issues noticed with the device during surgery? Was there a re-op, if so, what were the findings at re-op? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy the clip/clips fell off the artery and he had to repair that area. Also post op, the clips on the duct fell off resulting in the patient being readmitted to lutheran hospital and having an ercp with stent placement.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2022. Additional information was requested and the following was obtained: in response to the questions asked: unsure of the amount of clips placed. The physician said clips were criss-cross when closing. No issues were noticed of the device itself. Patient was not re-operated on. Patient did have to be readmitted and underwent an ercp with stent placement due to the clips coming off the cystic duct. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.